Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat strictures performed on (B)(6) 2025. During the procedure, when trying to inflate the balloon it was leaking and would not hold inflation. It had a hole. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.